Event description:
On 3/15/1998 the account reported an erratic, false positive, bhcg result of 63 mlu/ml which was run on the axsym analyzer. The result was questioned by the physician and the sample was rerun, giving o mlu/ml. No treatment was given or withheld based upon the erratic, false positive result.